Manufacturer narrative:
This trackwise record was opened in order to submit a missing initial medwatch report, per FDA guidance. No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Device observed switching on automatically. No patient involvement.